Manufacturer narrative:
Medtronic representative replaced the navigation system batteries same day as the event. No further issues have been reported. Return requested for lead acid 24v 34w battery. Suspect battery was discarded and will not be returned to manufacturer for analysis. Part discarded and will not be returned for analysis.

Event description:
A medtronic representative reported a site's navigation system ups batteries have a short charge. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Per initial MDR, the rep replaced the batteries to resolve the issue.